Event description:
Hcp reported pt presented with signs of an infection. These include swelling, pain, and redness. The pt was treated with partial system device explant in 2004. Hcp reported pt recovered without sequela. Hcp reported plan to implant a new connecting wire and battery on other side of pt's body in the near future.